Event description:
Reporter alleged blood glucose measured 190, 69, and 70 mg/dl when all tests were performed within less than 5 minutes of each other. It was stated customer became shaky, dizzy, and felt like glucose was low with the 190 mg/dl result and after obtaining the additional retests, ate something to elevate levels. No other actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.